Event description:
During a right & left heart catheterization procedure, some difficulty was noted while trying to advance the guidewire through a needle. The guidewire was removed & appeared to have had the polyurethane coating sheared, but with all pieces still attached to the guidewire. Another guidewire was used to complete the procedure with no pt complications.